Manufacturer narrative:
H6 codes have been corrected and updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (compounded) 2250 mcg/ml at 1251 mcg/day via an implantable pump. It was reported that the patient's family stated that the patient was not getting the spasticity relief that she previously had gotten. It was mentioned that patient was non-verbal and trached. Unknown if any environmental/external/patient factors may have led or contributed to the issue. It was reported that the hcp attempted to aspirate the catheter in the operating room without success. Actions/interventions taken to resolve the issue included replacing the entire catheter. The issue resolved at the time of this report. The patient's weight and medical history was asked but made unknown.